Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of above 350 mg/dl. Customer's bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2025 with no permanent damage. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Reportedly, customer continued using pump for insulin therapy.